Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch had occurred on the right atrial (ra) lead. The ra lead had exhibited oversensing, noise and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another lead polarity switch occurred. The right atrial (ra) lead also exhibited far field r-wave (ffrw) oversensing.

Manufacturer narrative:
Concomitant products: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity had occurred on the right atrial (ra) lead. The ra lead had exhibited oversensing and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.